Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The FDA rn number and manufacturing location for the straub product was selected as (B)(4) and unknown due to system limitations. The correct FDA rn number and manufacturing location are (B)(4) and straub medical us. (Expiry date: 02/2023).

Event description:
It was reported that during procedure, the catheter was activated and no blood flow was noticed. It was further reported that physician withdrawn the catheter and noticed breakage at the proximal part of the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The physical investigation showed that a damage in the tube (hole) caused the helix to stuck. The hole occurred at 87 cm of distal end. The hole occurred outside of patient body which indicates mechanical influence from the user. Therefore, the investigation is inconclusive for the reported break issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the FDA rn number and manufacturing location for the straub product was selected as (B)(4) and unknown due to system limitations. The correct FDA rn number and manufacturing location are (B)(4) and straub medical us. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during procedure, the catheter was activated and no blood flow was noticed. It was further reported that physician withdrawn the catheter and noticed breakage at the proximal part of the catheter. There was no reported patient injury.